Event description:
Ten days post hvad implantation via thoracotomy approach, this patient expired. No additional information has been provided at this time.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Pump remains implanted.

Manufacturer narrative:
Ten days post vad implantation via thoracotomy approach this patient expired. Additional information received from the physician reported that the official cause of death was multi organ failure. Standard hospital and laboratory testing was performed with no further details provided. The therapeutic team does not believe that the event was related to the device. The pump was not explanted and there is no autopsy report. The pump remains implanted and is not available for analysis. A review of the controller log files associated with the time of the event revealed a decrease in estimated flow logged starting on (B)(6), 2015 around 12:20pm. Three low flow alarms were logged on (B)(6), 2015. A vad stop event was logged on (B)(6), 2015 at 05:49:38 with no associated pump stop alarm indicating that the pump was manually stopped from the monitor. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including multiorgan failure and death. With review of the available information and as reported, there is no indication that the events are related to any device malfunction or performance issues and are due to the patient's comorbidities and pre-implant medical condition. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.